Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime/a33 test. The pump was received stuck in motor error loop during bolus/basal delivery. There was no unexpected reset to factory default noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a severely scratched display window, cracked case at display window corner (upper right, lower left and lower right corners), cracked battery tube threads, broken belt clip slot and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 115 mg/dl. The customer states the pump was exposed to a high magnetic field, during a airport body scanner. The customer does not use the sensor feature and is able to rewind. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.